Manufacturer narrative:
Additional information: d9, g3, h2, h3one workmate¿ claris¿ ep-4¿ cardiac stimulator was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. All mounting hardware was secured, and all socketed ic (integrated circuit) components were fully seated. Ac power was applied to the ep-4 stimulator which successfully executed the power on self-test. Preliminary voltage measurements confirmed system voltages to be within the specified limits. The returned cardiac stimulator was then subjected to and passed an extended pacing test without issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported signal issue remains unknown. The returned product successfully passed an extended pacing test without issue.

Event description:
Prior to the procedure with the patient prepped and on the table, high frequency signals were noted and the procedure was cancelled. The signal issue could not be explained and the setups could no longer be saved. A double potential was also created during stimulation. The procedure was cancelled with no consequences to the patient. The procedure has been rescheduled.